Manufacturer narrative:
The reported lot # 1062523 was not found for the reported catalog # 383312. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 3 bd saf-t-intima¿ safety systems with removable prns had foreign material. The following information was provided by the initial reporter: "the needle was found to have glue when unpacking in the nephrology department".

Manufacturer narrative:
The reported lot # 1062523 was not found for the reported catalog # 383312. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 3 bd saf-t-intima¿ safety systems with removable prns had foreign material. The following information was provided by the initial reporter: "the needle was found to have glue when unpacking in the nephrology department".

Event description:
It was reported 3 bd saf-t-intima¿ safety systems with removable prns had foreign material. The following information was provided by the initial reporter: "the needle was found to have glue when unpacking in the nephrology department".

Manufacturer narrative:
Investigation: our quality engineer inspected the 1 sample and 4 photos submitted for evaluation. The reported issue was confirmed upon inspection of the samples. The foreign matter found was made of silicone which is a part of our manufacturing process. However, silicone is not considered a foreign matter particulate based off our manufacturing guidelines. Silicone is applied to the product as a lubricant in order to assist in the application of the device by the end user. During manufacturing sometimes excess silicone can build up at the catheter tip and form a particulate that can be assumed to be foreign matter. A device history record review showed no non-conformances associated with this issue during the production of this batch.